Event description:
It was reported that, the 9800 system had mixed up or inaccurate images on the images directory. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive was replaced during the service call. The system was tested and found to be working as intended and put back into service.